Event description:
Additional information was received. The patient has been under anti-inflammatory medical treatment since the manipulation required to remove the broken lens caused severe corneal edema which is not resolved yet.

Manufacturer narrative:
The complainant indicates the use of non company viscoelastic, which is not qualified to be used with the associated intraocular lens (iol) model. The root cause may be related to failure to follow instruction for use (IFU). Based on the information provided by the customer, a non-qualified ophthalmic viscosurgical device (ovd) was used for the implantation of the iol. The use of an non-qualified ovd may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a broken lens. Additional information received stated that patient had persistent corneal swelling from the excessive manipulation required to cut and remove the fractured lens during initial procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo received showing intraocular lens (iol) resting on lens case base. One haptic appears to be broken and the optic is damaged. The manufacturer internal reference number is: (B)(4).